Event description:
It was reported via repair work order that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power due to a damaged cpu board with fluid intrusion it was also reported that the power cord ground pin was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigaiton determined the bed had power but not the footboard this would result in caregiver annoyance, however; it is not likely to harm the patient as bed motor functions are still available on the siderails and functions that are only available on the footboard, such as bed exit and scale, would be clearly indicated that they are unavailable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.